Event description:
It was reported that this right ventricular (rv) lead was explanted approximately 5 days after implant due to an unknown issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead micro dislodged approximately 5 days after implant. A rise in threshold and decrease in sensing was observed as a result of this dislodgement. This lead was explanted and a new rv lead was successfully implanted. No additional patient adverse effects were reported.